Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed that the blue slide clamp was broken in half. The reported condition was verified. Due to the nature of the sample, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue clamps of an unspecified quantity of unspecified access sets were broken. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.